Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of third-party testing, the device evaluation and the final investigation. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025, sampling from: unknown, cfu: 1-10 cfu, bacterial identification: klebsiella pneumoniae, escherichia coli, pseudomonas aeruginosa. Sampling date: (B)(6) 2025, sampling from: unknown, cfu: 3 cfu, bacterial identification: klebsiella pneumoniae, pseudomonas aeruginosa. Sampling date: (B)(6) 2025, sampling from: unknown, cfu: 1-10 cfu, bacterial identification: klebsiella pneumoniae, pseudomonas aeruginosa. Based on the provided data, there could potentially be a correlation between the actual product/ device status and cause of contamination. In general, device damages (e.g. Scratches, cracks, creases, kinks and leakage) could be a source of microorganisms particularly when combined with poor reprocessing. Without the cleaning disinfection and sterilization (cds) information from the customer, we are not able to correlate any possible lapses in reprocessing regarding the validated procedure described in the instructions for use (IFU) with product status. After reprocessing by olympus, the hygiene microbiological investigation (hmi) results could not confirm customer findings and were negative. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported that, during reprocessing, the videoscope tested positive for 1-10 colony forming units (cfus) of escherichia coli. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during reprocessing, the videoscope tested positive for 3 colony forming units (cfus) of klebsiella pneumoniae and 3 cfus of pseudomonas aeruginosa. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.